Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was 400 mg/dl. Customer was admitted to the hospital via ambulance on (B)(6) 2019 for 4 days. Customer reported symptoms of having ketones. Customer reports they were treated with IV drip customer reports they have been off pump since (B)(6) 2020. Auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.